Event description:
It was reported that the health care professional hcp called for review of device data. Technical services reviewed the data and found that there is possible left ventricular lv loss of capture loc, however, is unsure if it is loc or a timing issue. Technical services recommended further evaluation. At this time, the lead remains in service. No adverse patient effects were reported.